Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same even. It was reported by the sales rep via phone that during a meniscal repair procedure the customer's truespan meniscal repair peek 12 degree fired the first implant, but the second implant advanced onto the needle prior to use, which prevented the device from releasing the second implant. The first implant was removed with a grasper. The customer's truespan meniscal repair peek 24 degree fired the first implant, but the second implant advanced onto the needle prior to use, which prevented the device from releasing the second implant. The first implant of this device was also removed with a grasper. The sales rep stated that the devices felt tight and it was difficult to maneuver around the patient's joint. The sales rep stated that the devices were always in scope view and were inserted to the depth stop. The case was completed with a competitor's device with no patient harm, but a five minute delay to remove the first implants of each device and complete the case. The devices were discarded by the customer. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). If additional information should become available, a supplemental medwatch will be submitted accordingly. Associated medwatch: 1221934-2018-55045.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A non-conformance search was performed for this product/lot combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Additional information received on 02november2018: it was noted the implant did not break or bend. The second backdrop advanced in both situations prematurely and then fell off the needle. It was noted the patient¿s bone quality was not a factor as it was a meniscal repair. The surgeon was not off axis. The same bone hole was not used to complete the procedure. The implant was removed. The needle angle was noted to be twelve (12) and twenty-four (24). The failure occurred with the second backstop. The surgeon fully depressed the trigger until the click. The tip of the needle was still in scope view. On the first implant, the surgeon penetrated the meniscus all the way to the depth stop. A competitor¿s device was used to complete the procedure. The surgeon did not use a probe.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). Associated medwatch report number: 1221934-2018-55045.